Event description:
It was reported the customer was having trouble entering carbohydrates, the device scrolls with out any input. Customer's blood glucose was 5.0 mmol/l. Customer states it tends to happen to the device often usually two or three times a week. Customer did not recall any significant events that may have caused the keypad issue. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. No ramping numbers or scrolling bar anomaly noted. All buttons functioned properly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.